Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise was present on all egm channels. The cause of the noise was hybrid damage due to a nearby lightning strike.

Event description:
It was reported that patient presented with noise on all egm channels. The device was found to be in a constant state of noise reversion. The patient mentioned that he had been near a lightning strike a few months prior. The device was explanted and no issues were reported. No further information is available at this time.